Event description:
It was reported that the arctic sun device was not cooling. Requesting ts transferred for assistance. As per wo update on 22jul2024, it was stated that even after replacing tank harness they were still getting alarm 78 (non-recoverable system error, chiller water temperature sensor out of range, low resistance) and 74 (non-recoverable system error, secondary outlet water temperature sensor out of range - low resistance). Stated they would provide quote for loaner and assessment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Requesting ts transferred for assistance. As per work order update on 22 jul 2024, it was stated that even after replacing tank harness they were still getting alarm 78 (non-recoverable system error, chiller water temperature sensor out of range, low resistance) and 74 (non-recoverable system error, secondary outlet water temperature sensor out of range - low resistance). Stated they would provide quote for loaner and assessment. Per follow up information received via phone on 11 sep 2024, it was reported that the device was sent in for repair. Sample received and no patient involvement at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller hot gas bypass valve. The device was evaluated upon receipt. Decontamination tech received multiple 34, and 78 alerts. Alarm 74 also in event log. The root cause of all the alarms and alerts was due to a failed chiller. The hot gas bypass valve was found stuck open causing heated freon to enter the evaporator heating the chiller water instead of cooling it until all water in the system was above 42 degrees c. Replaced chiller assembly with casters. Replacing the chiller corrected the reported problem. Device leaks water around the customer installed t4 thermistor in the chiller tank. Locking tab on the heater power connector was missing. Installed a new seal on t4. Replaced heater. Replaced control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: b, d, e, f, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.